Manufacturer narrative:
E1: patient city: (B)(6). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported on (B)(6) 2024 that the patient had an issue with high blood glucose and diabetic ketoacidosis. The current blood glucose level was 359 mg/dl. The time and date of hospitalization was (B)(6) 2024 , and the patient was still in the hospital on (B)(6) 2024 and remained for 3 days. The reason for hospitalization was high blood glucose, and the customer also tested positive for ketones. No further information available.